Manufacturer narrative:
Correction to initial MDR in explant date: na additional information was received that the patient underwent an ipg replacement procedure due to diminished charging capabilities. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patients ipg was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working. The patient will undergo an ipg replacement procedure.